Event description:
Two shockwave c2 coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the mid left anterior descending artery (lad). The patient had a history of coronary artery disease, chronic kidney disease, hypertension, hyperlipemia, type 2 diabetes, parkinson's disease, hypothyroidism, gastroesophageal reflux disease, and left temple basal cell carcinoma. The vessel was pre-dilitated with compliant balloon, followed by additional pre-dilitation with two non-compliant balloons. The physician attempted to pass an ivus through the lesion but was unsuccessful. A c2 ivl catheter was advanced and able to cross the lesion and delivered 40 pulses at 4-6 atmospheres before the balloon lost pressure . The physician stated that the balloon loss of pressure was due to significant calcium. A second c2 ivl catheter was introduced into the patient and advanced to the proximal lad where additional ivl pulses were delivered and the patient developed hypotension. The patient was treated with levophed and phenylephrine. The procedure continued with the second c2 ivl catheter successfully delivering the desired number of pulses. The patient experienced asystole and CPR was initiated, but the patient expired. The physician has stated that the cause of death is unclear.

Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Based on the reported information, the first c2 ivl catheter balloon lost pressure after 40 pulses were delivered at 4-6 atmospheres which is outside the recommended pressure for ivl therapy per the instructions for use. A second c2 ivl catheter was introduced into the patient and advanced to the proximal lad where additional ivl pulses were delivered and the patient developed hypotension. The patient was treated with levophed and phenylephrine. The procedure continued with the second c2 ivl catheter successfully delivering the desired number of pulses. The patient experienced asystole and CPR was initiated, but the patient expired. The physician stated that the cause of death is unclear, and there was no malfunction reported on the second c2 ivl catheter used. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.